Event description:
This pt presented for percutaneous coronary intervention (pci) of a 90% de novo lesion in the septal branch of the left anterior descending artery (lad). The vessel was moderately calcified and moderately tortuous. A guide wire (bmw) was crossed into the lad and then a 3.0x33mm cypher was implanted at the proximal to mid lad. In order to implant second stent, a 2.5x18mm cypher at the target lesion of septal branch, a whisper guide wire was delivered and crossed the target lesion. Then, the cypher was delivered to the target lesion. However, the cypher would not cross the lesion, and so pre-dilation was done with a 2.5x15mm sprinter balloon. While delivering the cypher to the target lesion again, the physician observed a deformation of 3mm in length (a rough surface) on the proximal shaft near the transition seal. Therefore, the physician stopped using the cypher and implanted a 2.5x18mm pixel bare metal stent (bms) target lesion instead. The procedure was finished successfully. There was no reported pt injury. The product was clinically used and it was returned for analysis. Photographs received also showed a break but not a complete separation of the shaft. The device was also kinked.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is available for testing and evaluation but the engineering report is not yet available. Add'l info received will be submitted within 30 days upon receipt.